Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device system was explanted due to the patient infected with mrsa. A new system was implanted as a replacement. No additional adverse patient effects were reported.